Event description:
The manufacturer received information alleging dry mouth, coughing up blood and mucus every morning related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused dry mouth, coughing up blood and mucus. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b1, b2, h1 corrected & h6 updated in this report. ( in initial MDR b1, b2,h1 was wrongly updated). Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury.

Manufacturer narrative:
Additional information was received on aug 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry mouth, coughing up blood and mucus that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a light amount of dust-like contamination on the front and rear panel. Evidence of dried liquid with mineral deposits was observed in the iso port. A brownish dust-like contamination was observed underneath the flip door, around the air inlet of the blower box. An unknown contamination was observed on the interior side of the rear panel, in the base of the bottom enclosure. A yellowish dust-like contamination was observed on the blower box seal of the blower cap, on the blower motor and in the base of the blower box. Evidence of liquid ingress with mineral deposits was observed on the bottom of the blower motor and in the base of the blower box. An unknown brownish contaminant was observed in the base of the blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected. Sections d9, h2, h3 and h6 has been updated in this report.